Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 10 of 12 MDR's filed for the same patient (reference 1825034-2016-2015-02467 / 02474, 2016-03234 / 03237).

Event description:
During a right hip revision procedure, the femoral head could not be disassociated from the stem as the stem was cold welded onto the taper. A bur and tamp were used to separate the components. The stem was loosened in the process and explanted.